Event description:
Product analysis for the explanted generator was completed. Visual examination showed no surface abnormalities with only explant-related observations. No obstructions were observed in the pulse generator header lead cavity or the connector blocks. The in-line cavity go gauge test passed and a test lead was fully inserted into the pulse generator header. No adverse generator condition led to the lead pin insertion issues that caused the observed high impedance. Review of the as-received internal device data shows an approximate date when the high impedance was first encountered. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. No additional pertinent information has been received to date.

Event description:
The patient's explanted generator was returned to the manufacturer and is undergoing product analysis. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's vns system showed a high lead impedance. Review of the available diagnostic information showed that the patient's system had normal lead impedance within the previous implant surgery on (B)(6) 2016. The patient was referred for surgery. Review of device history records of the generator and lead found all specifications were met prior to distribution. X-ray images were received and reviewed. They included ap and lateral x-rays of the neck in two images. Of the included portion of the lead, there were no apparent sharp angles or gross fractures of the lead that could be seen. However, this assessment is incomplete due to the generator and portions of the lead being excluded from the images. Based on the x-rays received, the cause for the reported high impedance could not be determined. The patient underwent surgery where the lead pin was reinserted. The patient also had a prophylactic generator replacement. The impedance value on the system following this procedure was reported to be within normal limits, and the surgeon expressed he believed the issue related to improper pin insertion. The explanted generator has not been returned to the manufacturer to date. No additional relevant information has been received to date.